Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the communicator power cord receptacle had a blackened surface. A boston scientific company representative ordered for a replacement communicator and a return label to be sent to the patient address. The company representative verified that the patient was not harmed or injured during the event. The communicator remains in service. No adverse patient effects were reported.